Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.5 x 18 mm xience alpine stent was implanted on (B)(6) 2015. On (B)(6) 2016, the patient was re-admitted with cardiovascular symptoms including heart failure. It is unknown what treatment was performed. The final patient outcome is unknown and the patient was discharged home. No additional information was provided.